Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a recharge-free snm ipg underwent a pocket revision after their device migrated due to losing a significant amount of weight. There were no patient complications as a result of this event. The patient is expected to fully recover.